Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for kinks or separated shafts from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience pro x everolimus eluting coronary stent system instructions for use (IFU) states: inspect for bends, kinks, and other damage. Do not use if any defects are noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Xience pro x is currently not commercially available in the u.s. The product code listed and the PMA# listed, is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that the 3.5x15 mm xience prox stent delivery system (sds) was being advanced, without resistance, through the guiding catheter when a slight bend/kink was observed in the proximal shaft. The bend/kink was straightened out by the operator to be reinserted; however, the proximal shaft separated in two pieces. The sds was removed from the anatomy and a new sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.